Event description:
It was reported that the patient of this implantable cardioverter defibrillator (ICD) device called technical services (ts) and reported experiencing lead issues due to a broken lead in the past. It was suspected that the broken lead was a competitor lead. The patient also reported having ablations that eventually solved the issues. At this time, no additional adverse patient effects were reported. The competitor lead remains in service. No additional information was provided at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).